Manufacturer narrative:
A remote service engineer (rse) spoke to the customer, who determined the main board required replacement. The cause of the reported problem was the main board. The reported problem was confirmed. The customer will be provided a replacement main board to resolve the issue. If additional information is received the complaint file will be reopened. Reporting address state: 13.

Event description:
The customer reported that the speaker is not working. The device was not in use on a patient at the time of the event. There was no adverse event reported.